Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 04/23/2024. An investigation was conducted on 04/29/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on both the harvesting device as well as the cannula. There were no visual defects observed on the intact harvesting device. The harvesting device was returned inside the cannula. There were no visual defects observed on the intact c-ring or the intact cannula handle. The c-ring wire was observed to be bent, causing the c-ring to come straight out of the cannula, rather than at an angle. Based on the returned condition of the device as well as the evaluation results, the reported failure " material deformation; c-ring" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000378950 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 spacing between the c ring and the shears seemed closer than normal. The device was not intentionally bent. The same device was used to complete the procedure after a slight delay due to the spacing and repositioning the device. There were no patient problems or issues.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h6, h7, h9, h10 CAPA (B)(4) was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula¿.¿